Manufacturer narrative:
During the implantation of ACS® FB+ PS system, the surgeon was not able to connect the ACS® FB+ PS PE-insert hyperflex sz. 3/10mm to the tibial component. The patient could subsequently be supplied with another available PE-insert. The surgery was prolonged by 30 minutes due to this event.The product in question is not available so that the optical examination could only be performed on the photographs provided. On these pictures it can been seen that anterior snap-in edge exhibits the typical deformation caused by improper positioning of the PE-insert prior to the impaction. Slight deformations can also be seen on the posterior edge, which also indicates that the PE-insert was inserted into the tibia with a slight twist. Additionally, dents are visible on the surface of the PE-insert. However, these marks could also have occurred during the subsequent removal of the PE-insert.The manufacturing documents and the material certificates of the PE-inserts and the tibial component were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another PE-insert could be impacted without problems on the tibial components afterwards, an error of this product is excluded. The surgical technique states that the PE insert has to be inserted from the anterior side into the dovetail of the tibial component and then advanced into its final position using the PE impactor. If the impactor is applied vertically from above instead of as instructed, the anterior snap-fit edges of the PE insert are pressed against the tibial component and can deform upward. This deformation may prevent the PE insert from fully engaging and locking correctly into the tibial component.The available information suggest that the incident was not caused by a defective product but rather by an inappropriate application by the attending surgeon. The deformation of the snap-in edge propose that the PE-insert was not correctly inserted into the tibial component before impaction thus the deformation of said snap-in edge.The event was assigned to the error pattern "INCOMPATIBILITY" in the associated risk management.

Event description:
The following event was reported to implantcast GmbH:"The PE insert refused to lock onto the tibial component. There was no soft tissue in the way it still was not locking. We opened a different insert, and it worked."Note: Because of the incident, another available PE-insert had to be used to complete the surgery. As a result, the operation was prolonged by 30 minutes.